Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc obtained the information from the user facility that the user made sure that the maj-311 was attached to the endoscope firmly before the procedure. Also, the recorded video of the procedure shows that the maj-311 appeared to be properly attached to the endoscope. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user performed an endoscopic retrograde cholangiopancreatography (ercp) with the subject device and distal end cover maj-311. During the procedure, maj-311 was detached from the endoscope and fell off into patient's trachea when the user was pushing and twisting the endoscope. The maj-311 was retrieved from the patient's trachea. The procedure was discontinued. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus tried to reproduce the reported failure using the returned products, this endoscope and the distal cover maj-311, but it was not reproduced. The distal cover can be attached to this device firmly. There was no abnormality at the distal end of this device. The manufacturing history (DHR) confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the maj-311 was not completely attached to this device when the event occurred.